Event description:
It was reported that during a field action repair, the cs300 intra-aortic balloon pump (iabp) had battery short run time failure. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, b6, b7, d10, e1(initial reporter, event site telephone & event site email), e2, e3, g3, g6, g7, h2, h6(investigation type, investigation findings & investigation conclusions), h10, h11 corrected fields: a1, b5, d1, d5, e4, g1(contact person), h4. The fse replaced the safety disk, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and determined the need to exchange batteries that have not passed the test of at least 135 minutes of charge. The fse observed that the equipment turned off within 58 minutes. The fse recommends the exchange of security disk that will expire (B)(6) 2021. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) needs battery replacement. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.